Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the consumer had changes in stimulation for about a month following a fall in their bathtub around thanksgiving. The rep. Met with the consumer the day of surgery when they were doing a battery change out of a primary cell device that reached elective replacement indicator (eri). Prior to surgery an impedance check was performed with results greater than 3,600 ohms on the 8-15 which indicated one of the leads was bad, but it was unclear which lead it was. Relevant medical history includes failed back surgery syndrome, chronic low back pain, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.